Event description:
Was never told a medical device. I would never have had these injections. I had consultation for one very small indentation on right cheek. I now have biofilm and the poly-l-lactic acid migrating throughout my body. First a lot of swelling, doctor said it would subside also said my arms and legs did not have anything to do with it. I know difference now. Doctor will not acknowledge and terminated pt relationship collusion. They will not acknowledge.